Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the outlines around the "1,2,3" unlock buttons appear to be faint. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for continued insulin therapy.